Manufacturer narrative:
The customer observed the cuvettes overflowing during the cuvette wash cycle. The field service representative (fsr) inspected the instrument and resolved the issue by replacing the peristaltic head tubing. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to the issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed falsely decreased alinity c calcium results. The customer retested the samples and higher values were generated. The customer could not provide specific patient values, but two examples were provided that the customer remembered. Patient #(B)(6) initial calcium result = <2 mg/dl, repeat result around 8 mg/dl. Patient #(B)(6) initial calcium result = 4.8 mg/dl, repeat result around 9 mg/dl. The customer's normal range = 8.5 - 10..5 mg/dl. No adverse impact to patient management was reported.